Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented for a routine cardiac resynchronization therapy defibrillator (crt-d) change where detections and therapies were thought to be programmed off at the start of the procedure. While cautery was being used and the leads were still connected to the device, an inappropriate high-voltage shock was delivered. After the device change was completed, the old device was interrogated and review of the interrogation data confirmed prior to the procedure ventricular fibrillation (vf), detections were disabled and then re-enabled one second after being disabled, suggesting the programming selection was accidently made twice and resulted in vf detections remaining on. No further patient complications have been reported as a result of this event.